Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the atrial lead had dislodged into the superior vena cava and was non-functional.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received